Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to sinus infection and high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Hospital treated with anti-nausea injection and fluids. Customer is a brittle diabetic and has a difficult time controlling her blood glucose levels. Nothing further reported.